Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the day of the event, 03/26/2026, the patient reported experiencing erratic continuous glucose monitor (cgm) readings, which fluctuated between 77 mg/dl, 168 mg/dl, 122 mg/dl, and 205 mg/dl over a short period of time; specific timestamps for these changes were not disclosed. No symptoms or treatment were reported during this period. At approximately 1:00 a.m., the sensor failed and cgm readings were no longer available. Subsequently, the patient experienced a seizure characterized by body tightening. The patient performed a fingerstick blood glucose measurement, which indicated a glucose level of 43 mg/dl. The patient self-treated by consuming cranberry juice. No additional treatment was reported, and the patient did not seek hospital care. At the time of reporting, the patient was stable and doing fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.